Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
During a low anterior resection procedure, staples were malformed at 1st firing. Another like device was used to complete the case. There were no adverse consequences to the patient.